Event description:
The customer reported to technical service engineer (tse) that from outside the or room that the robot was running on battery message on the screen. The customer tried plugging the patient side cart (psc) power cord into different outlets, but the message remained on the screen. Tse viewed system logs and live logs were clean. Tse viewed logs from earlier in the day and saw a 817/818 psc running on battery. Tse recommended customer verify the psc breaker switch/epo and power cable are all in the on position and trying a hard reboot on the system when they have a chance. The customer was not in the room, so no troubleshooting was performed at this time. There was no report of patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced power supply switchers to solve reported issues. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The power supply switcher has been returned and evaluated by the failure analysis (fa). In artemis, errors 817 and 818 were found, indicating that a failure had occurred in the field. Upon visual inspection, no issues were found that could be directly related to the complaint. The unit was installed onto the golden system, and upon powering on, a loud noise was observed coming from the power supply fan. However, errors 817 and 818 did not reappear in the system logs. The system underwent 10 power cycles, and the reported errors were not logged again. However, error 417 was detected, which indicates that one of the redundant power supplies is failing. The power supply switcher has been returned and evaluated by fa team. In artemis, errors 817 and 818 were found, indicating that a failure had occurred in the field. Upon visual inspection, no issues were found that could be directly related to the complaint. The unit was installed onto the golden system. Upon powering on, both power supply fans were not spinning. The spm status of the power supply was checked, and it was found that both voltage and current were at 0. Additionally, error 418 was logged in the laptop app. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.